Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cycler cassettes leaked. The source of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.